Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and the manufacturer representative. An overdischarge was reported. Patient was out of the country and lost his insr. Patient had not charged in 4 months. Rep was instructed to continue charging the device and should not attempt to turn on/off the ins until power on reset (por) was cleared. Later rep stated that the insr showed eos. It was reviewed with rep that patient likely got his 3rd overdischarge, thus device went eos prior to 9 year mark. Rep confirmed eos status with clinician device. Rep was able to check impedance 1100-1300 ohms range. Patient was getting good therapy in the past. No symptoms were reported and no further complications were reported/anticipated. The indication for use is complex reg pain syndrome type ii, spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the battery was going to be replaced and the patient was being scheduled for the replacement surgery. No further complications were reported..